Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient fell asleep around 9pm. She lost consciousness during her sleep. The patient was asleep and passed out due to hypoglycemia. His son called an ambulance and when they took a bg reading it was 42 mg/dl. The paramedics treated the patient with glucagon. 3 hours later, after the treatment the patient to regained consciousness. The patient couldn´t remember the cgm readings during the time of the event because she lost consciousness but when she checked her readings after she regained her consciousness it just said to replace sensor now. At the time of the report the patient was normal. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.